Event description:
It was reported that a patient presented with over-sensing of noise and inappropriate mode switch noted on the patient's right atrial lead. Low pacing impedance was noted on the right ventricular lead. The leads will continue to be monitored. No adverse patient consequences were reported.